Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Please note: event description references "three (3) kits failed" therefore; a separate 3500a form has been completed for the other 2 cases under (B)(6), and MFR reports: 2243969-2014-00137, 2243969-2014-00138 respectively. (This is report 3 of 3 to capture these cases). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
Floor nurse reported that she experienced inflation difficulties based on the inability to inflate the fms balloon past 10cc while the device was instilled in the patient, which required removal and insertion of two other fms kits but those failed as well. It is reported that the territory manager went over to troubleshoot the issue, and still inflation failed. Territory manager is sending replacements. It is reported that three kits failed, two with the same lot number, and a third with a different lot number.